Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 534 mg/dl. Customer's other blood glucose value was 299 mg/dl. The customer was treated with manual injection. Customer alleging possible pump under delivery. Customer reported insulin exited at the quick release. The device was expected to be returned for analysis.